Event description:
Received a call from reporter regarding journey ii knee prosthesis by smith & nephew, inc. The reporter mentioned the device is implanted in the right knee on (B)(6) 2024. Since then, he has pain and suspects the device to be loose. On the (B)(6) he received a call stating the device is recalled. The reporter tried to contact manufacturer but could not connect to the given contact detail. He is waiting for the device to be explanted.